Manufacturer narrative:
No RMA has been initiated for this issue. Model m51, serial number/date code (B)(4) is approximately 9 years 3 months old. The owner's manual part number 1125085 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer drove over a bump and the chair allegedly stopped working. The m51 owners manual states a warning " do not attempt to drive over curbs or obstacles. Doing so may cause your wheelchair to turn over and cause bodily harm or damage to the chair." The maintenance history of the device is unknown.

Event description:
Customer alleged after he drove chair over a bump, unit no longer working, and there was a burnt smell by the controller. No injury alleged.